Event description:
The manufacturer was contacted in reference to a dream station 2 device. The manufacturer received information alleging the patient had passed away due to a heart attack. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to a dreamstation 2 device. The manufacturer received information alleging the patient had passed away due to a heart attack. Medical intervention was not specified. Follow up: the device was returned to the product investigation lab. The service technician reports no reportable findings at this time.